Event description:
It has been reported to philips that, the system was automatically shutdown. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that host pc was defective and the exposure was not possible. To resolve the issue fse replaced the host pc. After replacement of host pc, the system was returned to use in good working order.